Event description:
It was reported that, after procedure had been completed with navio, the handpiece/drill was knocked off sterile field and landed with drill bit first. The drill lock housing inside handpiece separated. The patient was not involved at the time.

Manufacturer narrative:
The device, intended for use in treatment, was returned for investigation. A device history record review found no conditions which could contribute to the reported event and the device met all manufacturing specifications prior to being released for distribution. A complaint history review found similar reports and this issue will continue to be monitored. The navio handpiece was returned for further evaluation and the initial visual/functional inspection was performed, which confirmed the relationship between the device and reported event. All four plungers were missing from the snap lock. When the handpiece and drill dropped, the force of the bur hitting the floor would have been enough to damage the handpiece to make it fall apart. The malfunction is likely due to user error and no corrective actions were initiated for this issue.